Event description:
It was reported that on (B)(6) 2011, the patient saw their physician because the lead was eroding through the skin. The surgeon decided to explant the lead and leave the ins implanted and wait to re-implant the lead to ensure there was no danger of infection. A new lead would be implanted 6 weeks later. Normal procedure was followed of disconnecting the lead from the ins and dissecting down to the foramen. The physician used gentle traction at a straight angle with a mosquito artery forceps to remove the lead, however, only the first tine of the lead came away and the remainder of the lead stripped thus leaving two tines and the contacts of the lead implanted. The patient still had the ins and fragments of the lead implanted. A new lead was to be implanted at a later date. Patient outcome was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3093-28, lot# v731382. Analysis of lead model 3093-28, lot# v731382, showed no significant anomalies. It was observed that the all electrodes were stretched, broken, and cut due to overstress/damage. Only the most proximal tine and marker band were returned. No shorts were seen and the continuity was acceptable.

Manufacturer narrative:
Product ID 3093-28, lot# unknown, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4): this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).